Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose and had to take them to the emergency room and was admitted. The date of hospitalization was unknown. Blood glucose level at the time of the incident was 453 mg/dl. The adhesive did not stay. The battery did last 1 to 2 days and the customer no longer got a low battery alert on the insulin pump. The insulin pump received motor errors in the past. The insulin pump will not be returned for analysis.